Event description:
It was reported that during procedure with this moses homlmium laser, there was a fiber tip degradation, causing the usage of multiple fibers. While using the last fiber, the end piece broke in patient and this piece was retreived. At the same time, the pulse that caused the breakage also caused a hole in the wall of the flexible digital uterescope. No further inforamtion has been reported.

Event description:
It was reported that during procedure with this moses homlmium laser, there was a fiber tip degradation, causing the usage of multiple fibers. While using the last fiber, the end piece broke in patient and this piece was retreived. At the same time, the pulse that caused the breakage also caused a hole in the wall of the flexible digital uterescope. No further information has been reported.